Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was admitted to the emergency room (ER) for a high blood glucose level of 500 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the ER three hours later with no permanent damage. The cause of the reported issue was unknown.